Manufacturer narrative:
Analysis found that there was overheating for the device. T1 59.6 deg c, t2 61.1 deg c. The cause was traced to the bearings being corroded and have been replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra op, the device was generating heat. Additional information received suggested that the device was being used for tympanoplasty procedure when the event occurred. There was no patient impact.